Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
For 12/11/2014 updated - resend this report due to "failed"error message on the submission result summary. This report is to follow up with mw5035403. We are acknowledging receipt of the maude report mw5035403. The sales representative has been contacted to verify the maude report with this incident. It has been confirmed the same event. The trocar was a cff71 with robotic scope not a c0r50 as listed on the maude report. Investigation summary: the incident product was not returned for evaluation; however, a photograph of the unit was provided. Upon inspection of the photograph, engineering confirmed that the tip of the obturator was broken off; however, in the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  Engineering noted the fracture location of the cannula was uneven and jagged, which suggests that the tip broke off in a brittle manner. Applied medical has reviewed the details surrounding the incident and related products. The root cause of the customer's experience cannot be determined due to insufficient information related to condition surrounding the event. Further details on how the procedure was performed are needed to make a more thorough investigation. This document represents our final report.

Event description:
Maude report: "a 12mm trocar sleeve and tip melted from scope inside pre-peritoneal space upon insertion of trocar."

Event description:
Robotic diagnostic lap - "dr (B)(6) attempted an optical entry using the robotic 8.5 mm scope. The tip melted/broke off in the patient's incision. Dr (B)(6) informed the patient's family to watch for infection due to possible foreign body. He was able to retrieve the broken pieces. The trocar is in the possession of risk management at the hospital. It will be returned to applied for engineer's review." Patient status - "stable".